Manufacturer narrative:
Brand name, common device name, procode, lot #, part #, UDI #: this report is for one (1) unknown drill bit. Part#, lot# and UDI # is not available. Device available for evaluation: device is not expected to be returned for manufacturer review/investigation. PMA/510k: this report is for one (1) unknown drill bit. PMA/510(k) number is not available. (B)(4). Device evaluated by MFR, manufacture date: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the surgeon was having issues with the suprapatellar nail cases. First issue, was with extreme difficulty in disengaging the connecting screw that attached the insertion handle to the nail at the end of the case. This appears to be caused by bending forces on the insertion handle connection to the nail which in turn increases the friction of the connecting screw threads with the threads in the nail. Second issue, was miss targeting of the proximal holes in the nail. The issue was after nail insertion and appears there were forces being applied to the construct that cause flex between the insertion handle and the nail. When using the long insertion handle, the targeting arm seems to misfire and the drill bit seems to hit the nail when prepping for proximal locking screws. The connecting bolt required a wrench with the ball tip hex to remove from the nail. There was no issue on the back table and everything aligns. Procedure was successfully completed with the delay of 5 minutes. Patient status is fine. This report is for one (1) unknown drill bit. This is report 5 of 5 for (B)(4).